Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results that one pse60a device was returned with no visual non-conformances and with two cartridge reloads present. Cartridge (b) ecr60b, l55e1l was received fully fired and in good visual conditions. Cartridge (c) ecr60w, k5dg1v was received fully fired and with the cartridge pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The test cartridge was loaded and removed without any difficulties during testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the cartridge pan came off and remained into the jaw at the third firing and could not load the next cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.